Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited non-physiologic noise and a charge time error (CT). It was suspected that the electrode dislodged and migrated to the pocket. Subsequently, the s-ICD system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual inspection found evident arc mark on pulse generator (pg) can. Impedance vector analysis (iva) resulted in long charge alerts and timeouts. The s-ICD displaying an error message and noise were confirmed. Review of device memory found charge timeouts consistent with device electrode shocking while in close proximity to case, causing internal damage to device. Therefore, the damage is deemed due to the environment outside of the device, likely due to the device delivering a shock with the shocking electrode in close proximity to the pg case.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited non-physiologic noise and a charge time error (CT). It was suspected that the electrode dislodged and migrated to the pocket. Subsequently, the s-ICD system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.